Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) one of the screens does not work. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit and was able to confirm the reported malfunction. The upper display was white and was not showing any data. The fse installed a video generator board kit, but the problem persisted. The fse further evaluated the display and discovered that the connector for the waveform display on the manufactured side was slightly unseated. The fse reseated both sides of the waveform display cable. The issue was resolved. The fse reinstalled the original video generator boards. The unit passed all calibration, functional, and safety tests performed. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) one of the screens does not work. There was no patient involvement.